Event description:
It was reported that the patient was on the way to clinic and had a car wreck, resulting in traumatic fracture of the left hip on (B)(6) 2024. The patient had left hip open reduced and internal fixation on (B)(6) 2024. The patient was discharged on (B)(6) 2024 on eliquis (apixaban) 2.5 mg twice daily. The patient was readmitted on (B)(6) 2024 due to a gastrointestinal bleed secondary to eliquis. Eliquis was discontinued and 1 unit of packed red blood cells was given. The bleeding was confirmed via positive occult stool and frank red blood noted in stool. The bleeding resolved with discontinuation of eliquis. During hospitalization a chest computed tomography (cta) was performed, which showed severe stenosis of proximal outflow graft (ofg). The patient had not had any low flow alarms and was asymptomatic. The patient would be watched as outpatient and discharged to rehab on (B)(6) 2024. There was no plan of care for the obstruction, as the patient was on hospice due to driveline infection.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section d1 brand name: corrected. Section d4 catalog number: corrected. Section d4 primary UDI number: corrected. Section h6 medical device problem code: corrected. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported gastrointestinal bleeding, multi-system organ system failure, and patient outcome could not be conclusively established through this evaluation. The reported outflow graft obstruction could not be confirmed through this evaluation, as no images were submitted for review. Furthermore, a specific cause for the patient¿s driveline infection could not be conclusively determined. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 lvas patient handbook, rev. D, are currently available. Section 1 of the IFU, ¿introduction,¿ lists potential adverse events, including bleeding, infection (local, driveline, or pump pocket infection), multiple types of organ failure and dysfunction, and death, that may be associated with the use of the heartmate 3 lvas. Section 6 of the IFU, ¿patient care and management¿, lists infection as a potential late postimplant complication. This section, under ¿anticoagulation¿, provides information regarding the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications in the event there is a risk of bleeding. Several sections of the IFU and patient handbook provide care instructions regarding infection prevention, as well as suggested responses in the event of infection. Section 5 of the IFU outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that the patient passed away due to multi-organ system failure, purposeful withdrawal of care. The multiorgan failure was not pre-existing to implant. The device was functioning properly at the time of withdrawal. The outcome was not considered device or therapy related. An autopsy was not performed.